Event description:
A colonoscopy was performed. Pt had a lower gi bleed at home a day later. Pt was admitted into the hosp to correct the bleeding. Bleeding was caused by a burn created by the generator irrigator. The irrigator was removed from svc, inspected, and tested. The cable wire that delivered energy to the generator had separated inside the insulated cover. This created intermittent energy to the generator which contributed to the injury.